Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous right external iliac artery. A 8.0 x 40, 75cm mustang¿ balloon catheter was selected to dilate the lesion. During the first inflation, the balloon ruptured at 3 atmospheres. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and tactile examination of the returned device found no kinks or damage along the entire length of the device. Positive pressure was applied and a leak was noted. A further microscopic analysis confirmed a pinhole in the distal balloon body. The examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. No other defects were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous right external iliac artery. A 8.0 x 40, 75cm mustang balloon catheter was selected to dilate the lesion. During the first inflation, the balloon ruptured at 3 atmospheres. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).